Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that they were getting a recoverable fault 23118. The customer power cycled and hard power cycled the system; however, the issue persisted. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 23118. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 23118 points to arm 3 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal.